Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned for analysis. The mechanical operation of the catheter was analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the valve did not close completely on introducer when the dilator was removed. This resulted in air entering the system with aspirating. The introducer was replaced without further issue. No patient complications have been reported as a result of this event.